Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of three staplers. There were no visual or functional abnormalities observed during the product analysis. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic right hemicolectomy. During the ileocolic right anastomosis, the surgeon inspected the staple line and noticed it was incomplete centrally. There was poor staple formation but it was impossible to see the malformation as the staples were in the inner part of the anastomosis. There was slight bleeding inside the anastomosis. The surgeon over sewed the staple line to reinforce it. This made the otomy bigger and took more time. There was no blood loss of 500cc or more and extension of the incision. Surgical intervention was necessary to prevent a permanent impairment because the staple line was hand sutured. The patient had to be reoperated because the staple line was open. Patient status is alive, no injury.